Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional 3 proglide devices referenced are filed under separate medwatch report numbers. (B)(4).

Event description:
User facility medwatch report #(B)(4) was received stating: "event description: patient had balloon angioplasty/drug-coated balloon angioplasty of a long occlusion involving her left superficial femoral artery. Following the procedure, perclose attempts x 3-4 were not successful and could be due to tortuosity and adiposity n the inguinal area; hemostasis was achieved using 20 minutes of manual pressure and for addt'l safety measures a femostop was placed." No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: right common femoral arteriotomy closure was attempted using a proglide device with a 7f sheath. Reportedly, the proglide "suture didn't grab". Two additional proglide devices were used with the same results. The physician is reportedly trained in the use of the proglide device. Only three proglide devices had issues, not 3-4 as previously reported. The fourth proglide device was reported in error.